Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device displayed a check right ventricular (rv) lead message during a device check. The patient was in the hospital receiving a port. Boston scientific technical services discussed that indicated a potential out of range intrinsic amplitude or impedance. Requests for additional information were made; none were received. There were no adverse patient effects reported. The system remains in service.